Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k173873 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd bactec peds plus f culture vials plastic blood culture bottle during arterial blood culture collection from the left brachial artery that blood refluxed through the cannula with air entry observed at the time of bottle connection. The cannula was immediately removed, manual pressure was applied to the insertion site, the patient was positioned head down with feet elevated, and the on call physician was notified. The patient developed localized cyanosis involving the left upper extremity and left side of the trunk, with the left hand noted to be slightly cool, a warm compress was applied. Ultrasound demonstrated a linear hyperechoic finding within the left brachial artery. The patient was transferred to a higher level hospital.